Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest. It was also reported that the right ventricular (rv) lead exhibited possible loss of capture towards end of an atrial tachycardia/atrial fibrillation (at/af) episode. The patient received two external defibrillation treatments. The rv lead remains in use. No further patient complications have been reported as a result of this event.